Event description:
The patient came in reporting pain due to a loose stem and the cause is unknown. At 9 months post primary the surgeon revised the stem and head with competitor components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11-april-2022: lot 2004062: (B)(4) items manufactured and released on 30-july-2020. Expiration date: 2025-07-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.